Event description:
It was reported that during a da vinci-assisted left upper lobectomy, after dorsal a3 processing, a large amount of bleeding was observed on the screen when the surgeon used the curved tip stapler 30 instrument through a penrose drain. The procedure was immediately converted to an open surgical procedure to control the bleeding. After the conversion, it was determined that a perforation at the a3 origin caused the bleeding. Intuitive surgical, inc. (Isi) contacted the surgeon through an isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the surgeon passed the penrose drain through the back of the a3 pulmonary artery, and the jaws of the curved tip stapler 30 instrument were being passed through the drain. It was reported that the surgeon had inserted the curved tip stapler 30 instrument and the approach was an oblique angle under tension because there was not enough dissection to the obliteration side. As the penrose drain was flexed and passed through the stapler's jaw, the drain put pressure on the bifurcation of a3 and a4, causing the pulmonary artery to tear. Under the situation that the penrose drain was distorted, the surgeon tried approaching the curved tip stapler 30 instrument with force. Then further tension was added, and protruded part of the a3 vessel was torn. The anvil of the curved tip stapler 30 instrument hit the a3 pulmonary vessel, and bleeding occurred. The surgeon's assistant compressed the lung parenchyma from the assistant port with forceps to stop the bleeding. However, hemostasis was not attained. The surgeon had to remove the forceps, and the surgeon's assistant instructed an emergency roll out to an open surgical procedure. The estimated blood loss was about 1,000 ml. According to the surgeon, "with an artificial heart-lung, blood flow was regained." An unspecified amount of blood transfusion was rendered. The patient's blood pressure (bp) had dropped and was low for 40 minutes. The patient experienced ventricular fibrillation (vf) right after the conversion, which correlated with low bp. An external cardiologist observing the case also helped and confirmed that the heart rate had returned about 1 minute after the vf. Due to the patient¿s underlying copd, there was concern about pulmonary hypertension. Thus, the anesthesiologist considered the amount of blood flow to the lung should not be increased as administering blood products due to potential fluid overload in a patient with the potential of having pulmonary hypertension. Then the surgeon restricted the infusion solution to reduce the potential of fluid overload. The pulmonary wall adhesion was not related to the patient's copd. The patient had copd, so the infusion was reduced, which may have led to vf. Initially, there was a concern about complications of cerebral ischemia because the blood pressure dropped after the procedure. However, it was confirmed that the patient did not exhibit symptoms of cerebral ischemia. The patient has been at the intensive care unit and under ECMO. The surgeon commented that an intuitive device(s) did not malfunction to cause or contribute to the reported vessel injury. The patient was reported to be recovering in the ICU, where his level of consciousness remains low, but his circulatory status was good. Initially after the event, the site placed future robotic-assisted thoracic surgery (rats) procedures on hold, but has since restarted to perform rats procedures. The surgeon confirmed that the stapler instrument would not be returned to isi. A video recording of the procedure is unavailable for isi to review. The site was unwilling to provide patient demographic details. There was an engagement error issue with a permanent cautery hook (pch) instrument, and a broken cable was identified. It was confirmed that was due to the collision of the pch with other devices. However, it was confirmed that the pch issue was unrelated and did not cause the patient injury.

Manufacturer narrative:
The surgeon confirmed that isi will not receive the curved tip stapler instrument associated with this complaint. If additional information is obtained, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date was completed. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video recording have been provided for isi to review. This complaint is being reported due to the following conclusion: during a da vinci assisted left upper lobectomy, after dorsal a3 processing, a large amount of bleeding was observed on the screen when the surgeon used the curved tip stapler 30 instrument through a penrose drain. The procedure was immediately converted to an open surgical procedure to control the bleeding. After the conversion, it was determined that a perforation at the a3 origin caused the bleeding. Based on follow-up investigation, it was determined that the port location was not ideal, which caused the curved tip stapler instrument to progress in an oblique angle. Pulling the penrose drain and applying pressure on the a3 and a4 bifurcation, in combination with the pulmonary adhesions, the anvil of the curved tip stapler instrument injured the a3 vessel.

Manufacturer narrative:
Additional information can be found in the following sections: b2, g3, g6, h1, h2, h6, and h10. Corrected information can be found in the following sections: d1, d2, d4, and g4. On (B)(6) 2021, intuitive surgical, inc. (Isi) was informed that the patient had expired on (B)(6) 2021. On post-operative day #4, the patient was recovering; however, due to post-procedure pneumonia, the patient was started on "ECMO" (extracorporeal membrane oxygenation). The pneumonia was reportedly not controlled well and the patient did not improve. The cause of death was multi-organ failure associated with gradual decline of renal function and respiratory failure. It was confirmed that the patient's death was not related directly to the da vinci system, instrument, or accessory, but it was due to anatomical issues and the difficulty of the procedure. A review of the stapler log was conducted. Logs showed that a curved-tip stapler 30 instrument (part number 470530-08, lot t10200611-0055) was installed twice, and fired one reload (white). Firing of the reload occurred on the first install, and the firing was completed per the logs. There were no incomplete clamps. The second install did not have any clamps or fire attempts. There are no stapler related failures in the logs. The curved-tip stapler 30 instrument used in the case was not used in subsequent procedures; however, a review of the site's complaint history has shown that no complaints have been filed against the instrument. A review of the event was conducted by an isi medical officer and the following additional information was provided: based upon the information in the description of events, the patient sustained an injury to a branch of the pulmonary while the surgeon was both applying tension on the vessel via a penrose drain and attempting to pass the anvil of an endowrist curved tip stapler. The dissection behind the pulmonary vessel was not large enough to allow for the anvil of the curved tip endowrist 30 stapler to pass easily behind the vessel. The oblique approach of the curved tip endowrist 30 stapler to the pulmonary vessel further complicated this surgical maneuver because the anvil did not easily pass behind the vessel. As a result, the surgeon had to increase the tension via the penrose drain. The contact between the pulmonary vessel under tension and the curved tip endowrist 30 stapler caused the vessel to tear. The patient eventually expired due to the complications resulting from the acute blood loss anemia, hypotension, and hypoperfusion. The injury to the pulmonary artery is the result of use error.

Event description:
Refer to h10/h11 for follow-up information.